Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. There was no image display with the 180 series scope due to a faulty patient board set. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Event description:
The customer reported the evis exera iii video system center is unable to display image. In addition, a loose connector failing to lock in the pig tail was observed. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event. This report is being submitted for the no image issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.